Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with missing battery cap.

Event description:
Customer reported the transmitter charger batter cap coin slot is stripped. Customer is unable to remove the cap to replace the battery. Customer's blood glucose level was 234 mg/dl. No further information reported.